Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a patient was receiving an infusion with a bd pegasus¿ safety closed IV catheter system 22g x 0.75 in. The catheter leaked blood out of the connection between the catheter and hub. The patient received a blood infusion because of the leakage.

Manufacturer narrative:
Results: one sample was returned for review. A visual/microscopic inspection revealed that the swage trail was missing from inner part of the adapter. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5205466. A manufacturing review revealed no abnormalities with incoming material, the assembly process, or packaging process. Conclusion: the root cause for this incident has been determined to be a manufacturing deficiency caused by the operator missing the swage process and the 100% manual inspection process not finding the defect.